Manufacturer narrative:
The investigation determined that three different patient samples b, c, and d each contained the incorrect patient demographics on the results print outs from a vitros 5600 integrated system. The results print outs for patient samples b, c, and d each contained the patient demographics from an alternate patient ID (a). The assignable cause of the event was concluded to be improper use of the batch save feature on the vitros 5600 integrated system. While the operator was using the sample program screen, the sample ID for patient a was called up. They then used the batch save feature to program samples b, c, and d. The patient demographics for patient ID a were applied to each of samples b, c, and d as per function of the batch save feature. After the samples were processed, the results for patient samples b, c, and d all contained the patient demographics for patient ID a on the print outs from the vitros system. The ortho technical support center reviewed with the customer the proper way to use the batch save feature when programming multiple different patient samples on the vitros 5600 integrated system. Email address for contact office: (B)(6).

Event description:
The customer reported that three different patient samples b, c, and d each contained the incorrect patient demographics on the result print outs from a vitros 5600 integrated system. The result print outs for patient samples b, c, and d each contained the patient demographics from an alternate patient ID (a). Incorrect patient information may lead to inappropriate physician action if it were to occur undetected. The customer identified the discrepancy, and no erroneous results were reported. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers: (B)(4).